Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6: health effect impact code: f26. H6: component code: g01003. D8: was this device serviced by a third party? No. The complaint investigation for false negative architect sars-cov-2 igm and architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not completed as returns were not available. In-house sensitivity testing for reagent lots 20224fn00 and 20626fn00 were completed using retained kits of the complaint lots. All specifications were met indicating the lots are performing acceptably. Device history record review on lots 20224fn00 and 20626fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In this case, negative igm and igg results were obtained for two patients 12 days after they had received the first dose of the sputnik v covid-19 vaccine. The sputnik vaccine uses a heterologous recombinant adenovirus approach using adenovirus 26 (ad26) and adenovirus 5 (ad5) as vectors for the expression of the severe acute respiratory syndrome coronavirus 2 (sars-cov-2) spike protein, ¿sputnik v covid-19 vaccine candidate appears safe and effective¿, www.thelancet.com, published online february 2, 2021 https://doi.org/10.1016/s0140-6736(21)00191-4. The sars-cov-2 igm assay is designed to detect immunoglobulin class m (igm) antibodies to the spike protein of sars-cov-2. However, the sars-cov-2 igg assay is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2. Per the clinical performance section of the igg package insert, assay sensitivity (ppa) is 100.00% (95% ci: 95.89, 100.00). Per the clinical performance section of the igm package insert, assay sensitivity (ppa) is 96.67% (95% ci: 90.65, 98.86). Per the limitations of the procedure section of both package inserts, immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assays. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Based on the investigation architect sars-cov-2 igm reagent lot 20626fn00 and architect sars-cov-2 igg reagent lot 20224fn00 are performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm or architect sars-cov-2 igg reagents were identified.

Manufacturer narrative:
This report is being filed on an international product, list number 6r87-22 that has a similar product distributed in the us, list number 6r87-20/30. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative sars-cov-2 igm and sars-cov-2 igg results generated on the architect i1000sr processing module for two patients after they received the sputnik vaccine on (B)(6) 2020. The following data was provided (reference ranges: sars-cov-2 igm >/= 1.00 index is positive, sars-cov-2 igg >/= 1.4 index is positive): (B)(6) 2021 male patient: sars-cov-2 igm = 0.06 index, sars-cov-2 igg = 0.05 index female patient: sars-cov-2 igm = 0.06 index, sars-cov-2 igg = 0.02 index no impact to patient management was reported.